Event description:
Patient brought to ER by ambulance. No vital signs present. ER staff tried to defibrillate the patient using "hands free pads" but the defibrillator failed to operate. A second defibrillator was used, (with the same pads) but it also failed to operate. Manual paddles were brought in but would not plug into the defibs. A defibrillator from another unit was brought in and it worked properly. The patient was pronounced dead shortly after. The attending physician and nurses stated that the failure of the defibrillators did not contribute to the death of the patient.